Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure, an attempt was made to use two onyx trucor coronary drug eluting stents when the stents deformed in vivo during positioning/advancement. The procedure was completed using another onyx trucor stent of the same size and lot. The devices were inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was not encountered when advancing the devices and excessive force was not used during delivery. The lesion being treated was a non-tortuous, non-calcified lesion located in the proximal left main (lm) coronary artery. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information: the devices did not pass through a previously deployed stent or the cell of a stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands in accordance with the positioning specification. However, due to d eformation/misalignment, the stent did not meet the visual acceptance criteria. Deformation was observed on the distal stent wraps, with struts raised. No deformation evident on the distal tip. No other damage was observed on the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.